Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# is unknown but referred to as cook zta g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113 g5) similar to device under PMA/510(k) p140016. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: a fabric tear in an zta 46mm has caused a pressurization of the false lumen in a dissection case, which was treated with a combination of 46mm zta and zdeg. Patient outcome: the patient required additional procedures due to this occurrence: endovascular placement of additional graft in related area according to the initial reporter, the patient did experience adverse effects due to this occurrence: pressure in false lumen potential rise of rupture

Manufacturer narrative:
Exemption number e2016032. (B)(4). Manufacturer ref# (B)(4). Name and address for importer site: (B)(4). Summary of investigational findings: this complaint focuses on a fabric tear in zta 46mm which has, according to the reported information, caused a pressurization of the fl in a dissection case. The patient was treated with a combination of 46mm zta and zdeg. As a consequence of this endoleak, the patient did require a secondary intervention aiming to place an additional stent graft in the affected area. For the investigation, one 3-d cta reconstruction performed just after implantation and cta images, one image in the oblique sagittal maximum intensity (mip) view and one 3-d reconstruction, from two years post implantation are provided. According to the imaging review, an endoleak is confirmed. The endoleak was likely a type 3 endoleak through a hole in the fabric. However, a type 3 component/component endoleak could not be excluded as the provided imaging was insufficient and due to the overlap between the zdeg and zta devices. Zdeg endograft was overlapped inside of zta with 1.5 stents on the inner curvature and three quaters of a stent on the outer aortic curvature overlap. It was reduced at 2 years to one stent along the inner aortic curvature and one third of a stent along the outer. The overlap reduction is likely due to aortic elongation. The cause of the endoleak could not be determined. In addition, of the provided imaging small nodes were noted on the sealing stent post implantation and on the two years mip image, strongly suggesting barbs. The barbs indicate that the implanted stent graft is zteg stent graft rather than a zdeg. Finally, expansion of the candy plug stent graft during the two years was noted indicated false lumen growth. Additionally, it is noted that the device was used outside of the intended use as the indication of the procedure was to treat chronic dissection. No evidence to suggest that this product was not manufactured according to specification. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.